Manufacturer narrative:
Evaluation summary: the returned device matched the report. The reported event could not be confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill. At the lateral left/right static position and at the lateral left position, the drill had a very slight contact to the nail, but not in such a way that a real misdrilling would occur. Thus, the alleged event could not be reproduced resp. Could not be verified. The exact root cause of the event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device, but is most likely related to the intra-operative procedure. No non-conformity was identified.

Event description:
It was reported that distal missdrillings occurred during surgery. There was a delay under 30 min.

Event description:
It was reported that distal missdrillings occurred during surgery. There was a delay under 30 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.